Event description:
On (B)(6) 2010, pt reported hyperglycemia and leaking from infusion site due to bent infusion cannula. Pt has had 3 bent infusion cannulas over the past month. On first occurrence, there was leaking of insulin, which was noticed on the infusion set adhesive. Infusion headset was in use for 2 days at that time. On second occurrence, pt experienced hyperglycemia of 526 mg/dl. Pt removed infusion headset and noticed the cannula was bent. Pt bolused as a correction to lower blood glucose to target range of 120 mg/dl. Infusion headsets are inserted using insertion device and changed every 3 days. Pt does not have scar tissue. Pt was sent complimentary infusion sets. Product was discarded and will not be returned for evaluation. The pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for eval.